Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. The blood glucose reading was 599 mg/dl. He treated with manual injection. He was advised to run a 5 unit fixed prime and stated that insulin did not exit. He was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing with the plunger. He stated that insulin did exit and was advised to run another manual prime. He stated that insulin did exit again. He removed the infusion set and stated that the cannula was bent. Nothing further was reported.